Manufacturer narrative:
The device was received for evaluation. Visual inspection identified particles inside the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in a eva tpn bag. The reporter stated fibers were observed inside the bag during visual inspection. There was no patient involvement. No additional information is available.